Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) for the navigation system and the io hub were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect io hub was returned to the manufacturer for analysis. The hub was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect psu was returned to the manufacturer for evaluation. Testing found that the psu failed aak accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the instrument tool card displayed a red x. The reported issue occurred while the site was setting up for a procedure. No additional information was provided. There was no patient present when this issue was identified.